Event description:
Devic failure issue with multiple proglide closure devices during a tevar procedure; the procedure was converted to an open case for hemostasis after the devices did not deploy. Four proglide closure devices were defective. (Lot #6093041 and 6111841 times 3) five devices total were opened. At the end of the procedure (for final closure) the patient started bleeding thus surgery was converted to open in order to accomplish hemostasis and finish the case.